Manufacturer narrative:
(B)(4). Records indicate this device remains in service. The area field representative has been contacted for further information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.